Event description:
It was reported to philips that tempus pro not recognize any EKG cables.

Manufacturer narrative:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not recognize any EKG cables. There was reportedly no patient involvement. The engineer confirmed that the device will intermittently disable the ECG upon completing the boot cycle. The ECG module kit was replaced to address the issue and the device was returned to full functionality. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was an intermittently functioning ECG module kit. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer replaced the ECG module kit to resolve the issue. It has been concluded that no further action is required at this time.